Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant coil was implanted in the patient and not returned to the manufacturer for evaluation. Therefore, a device analysis could not be performed and the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization, the coil detached without the use of the detachment controller. The last segment of coil was pushed in the aneurysm using the delivery pusher. There was no reported patient injury, sequela, or intervention.